Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was not producing enough oxygen. Troubleshooting revealed that the device's columns needed to be replaced. As a result, the patient was having trouble breathing. Patient did not have a backup device for oxygen. The patient received replacement device columns and the device was working fine.